Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that on the system, some imported exams were divided into multiple images. They could not work with those split images. This issue did not appear on the planning station. If the images were imported into the planning station and then transferred to the system, the problem did not arise. When the surgeon loaded back an exam that previously worked, now it was split. There was no patient involvement. Additional information was received. After the first reporting, the client stopped downloading the patient images directly to navigation system but instead downloaded them to the planning station and then sent them to navigation system via electronic picture archiving and communication systems (pacs).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1, h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced. The software and operating system were upgraded and the issue persisted. Codes: b01, c10, d15, h3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The logs were reviewed and three sets were available. Stealthapplication logs indicated that the site configured both wired and wireless networks and wirelessaet was enabled. When import operations were performed from electronic picture archiving and communi cation systems (pacs), dicombridgefromdaemon.log indicated that association was always established on wirelessaet. And it took nearly 2 minutes to download an exam before which the association black and white the navigation system and pacs found to be ended multiple times due to connection timeout. As indicated in the above log statements, the exam with same series unique identifier (uid) got split into multiple exams with different number of slices in each association with pacs. Issue was observed by the site always with any exam modality and only on the cart. Issue could not be replicated in-house with the archive shared and import was successful always without splitting observed. Suspected the issue might have occurred either due to slowness in the network used to transfer the exams (wireless in this case or configuration on the pacs side specific for this navigation system node (import/connection timeout). Codes: b01, c19, d15, g2) foreign country: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.